Manufacturer narrative:
The scd 700 was evaluated for the customer's reported condition of "damaged power cord.". The unit was triaged and the reported issue was confirmed. One of the plug¿s prongs has broken off, which the most likely potential root cause is customer misuse. A review of the device history record shows that this unit was manufactured in 2012 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was for preventive maintenance with complaint of damaged power cord and software needed to be upgraded. Upon triage it was noted that the live pin on the plug was broken off.